Event description:
Customer reported questioning results due to an increase in low positive samples when running sars-cov-2 tma assays on panther instrument sn (B)(4). Hologic technical support (ts) reviewed a week's worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and found no hardware issues; ts did not see a pattern as low positives appeared intermittent and infrequent throughout the runs. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues that could have interfered with valid positive sample rlu values. The aptima assay provides qualitative results, and the samples' rlu and kinetics curves were within specification to be considered positive. Ts provided pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present. This complaint where a customer provided a week's worth of logs containing 13 worklists (wls) is from over 12 months ago. At the time of the event, hologic concluded that the issue was due to sample mishandling or low-target concentration. Hologic is electing to submit a single MDR (2024800-2022-00596) for this issue as the information the customer provided does not enable hologic to make a decision on potential discrepant samples.